Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25594. The patient has two dbs extensions with the same lot number. It was reported the patient (B)(6) lost stimulation. Diagnostic testing revealed impedance issues. In turn, the patient underwent surgical intervention to address the issue. During the procedure, intraoperative testing and troubleshooting identified high impedance measurements on both extensions. As a result, the physician explanted and replaced the extensions and ipg. Effective stimulation was restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.